Manufacturer narrative:
Date of event: not provided, best estimate date is between (B)(6) 2019 - (B)(6) 2020. (B)(4). Device evaluation: the lens was received in a specimen cup submerged in an unknown liquid. Visual inspection with the unaided eye revealed that the lens was received cut at the base of one haptic (no haptic received), which is consistent with a lens that was handled during explant. Additionally, a second haptic was observed to be detached (no haptic received). No cosmetic defects were observed on the optic body. Based on the condition of the return lens, no further product evaluation could be performed (visual inspection of haptics). The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaints have been received for this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (iol) was explanted from patient's right eye due to the patient experiencing halo and glare. The replacement lens is a three piece non-johnson & johnson iol. The patient is reported to be doing well post-exchange. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.